Event description:
Surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure the pt developed in-stent restenosis. The index procedure treated the de novo, 90% stenosed, 3.0x20mm lesion of the mid portion of the proximal circumflex. Treatment consisted of predilation with two balloons at 15atm, placement of a 3.0x20mm taxus express2 stent, and post dilation using a 3.24x20mm balloon at 10atm resulting in 0% residual stenosis. Post implant ivus (intravascular ultrasound) showed the stent was well positioned and well expanded. Another manufacturer's 3.5x13mm drug eluting stent was also placed in the proximal lad (left anterior descending) during this procedure. The pt was discharged one day post procedure on bayaspirin, pletaal, and panaldine. There were no problems at the one and six month study follow ups. The pt returned for the study nine month follow up with no report of angina. On day 296 the pt underwent coronary angiography which showed a 90% stenosis of the proximal circumflex and unk restenosis of the mid lad stent. On day 320 the pt was admitted for a coronary artery bypass graft (CABG) procedure. On day 330, the pt underwent CABG of both vessels. The pt was discharged on day 348. No problems were reported at the study 12 month follow up.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.